Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. During the investigation the fse checked sample switches for tube and sample cups. Also, checked loader sample mode in parameters set to zero. The fse did a full power reset and replaced sample probe that was bent due to the customer using a rack with a position missing spring that caused sampling needle to hit the side of the tube. The fse ran controls and had the customer verify no errors occurred. Instrument is functioning as intended and was released. The most probable cause for this event is due to operator error. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On the (B)(6) 2015 the customer reported that they are receiving zero result for total area for cup sample only on their g8. The technical support group verified its not the quality control material they are running by using another quality control material and running calibrators as unknown. The error still occurred and three are missing peaks only for samples processed from sample cups. All tube patient samples ran normal without any errors and with normal total area. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.